Manufacturer narrative:
(B)(4). Ketone test strips were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint via e-mail for physical defect of the ketone test strips. Customer had just purchased the ketone test strips (2 vials) and the test strips in one of the vials were gray in color. Customer stated the test strip did not change color when he performed a test. Customer stated the other container was fine. No further information was provided.